Event description:
Information received later indicated that patient did not have concerns with their device or therapy.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va034m2, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient had an upcoming colonoscopy. The patient had 1 colonoscopy from 2003 to 2009 and had polyps removed and this was the reason they were seeing them annually for this procedure. It was noted that the patient didn¿t have any issues after their 2009 colonoscopy and now this was a follow-up. The patient thought they may need to have polyps removed but wasn¿t sure. Three days later it was reported that the patient had their colonoscopy yesterday on (B)(6) 2014 and turned their device back on to 3.8v and was feeling stimulation. Since the colonoscopy the patient was going to the bathroom every 30 to 40 minutes. It was noted that the patient tried increasing stimulation and it was uncomfortable. The patient was back to where they were prior to the surgery. It was stated that the patient did not feel comfortable changing programs without being with the manufacturer representative or with their health care provider (hcp). The manufacturer representative would be at the office until (B)(6) 2014 but the patient would try to contact the office to see if they could be seen sooner. It was reported that the patient¿s hcp told them they contacted the manufacturer prior to the colonoscopy procedure to take the necessary precautions.